Event description:
Complainant alleged that the medics were treating a pt (age unk) who was in cardiac arrest, but the device intermittently would not power up in AED mode. The medics attempted to defibrillate the pt with the device in manual mode, but the device would not charge. The medics then obtained another device to treat the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.